Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen® gts "had no contact with the anterior chamber and had never filtered" during implantation in unknown eye. Device remained in the eye. Hcp stated "the eye is vitrectomized and is not really suitable for a xen because the sclera is too thin." About 2 months later, revision surgery was performed and "[hcp] tried to push the first [stent] towards the anterior chamber, xen was still relatively stable, but broke off during the attempt." Device conservatively assumed to remain in eye. Revision surgery was completed with a new xen®63 gts implant.